Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified filter retrieval procedure the sheath's hub from the gunther tulip vena cava filter retrieval set separated. According to the physician, the unspecified filter had been in place for three (3) weeks. It was provided that there was some difficulty inserting the dilator of the retrieval set into the sheath. As the filter was snared, the hub of the outer sheath separated from the body of the device. It was initially reported that the "physician felt it may have been her own exertion as she was trying to separate the inner and outer sheath and she may not have unscrewed the two from each other enough yet." The physician later stated that, throughout the procedure, it is possible she pulled in the hub, but clarified that she did not pull on the hub of the device during the removal of it, as it happened before removal of the device. According the initial reporter, the snare and filter being retrieved were inside the sheath when the separation occurred. Additionally, as the malfunction occurred toward the end of the procedure, another sheath was quickly opened and used to complete the final diagnostic portion of the case. The physician was successful with the removal of the filter. The patient did not require any additional procedures due to this occurrence. It was asked of the customer any unintended section of the device remain inside the patient¿s body or ID there were any if there were any adverse effects on the patient due to this occurrence. At this time no further information has been provided. The complaint device was not saved, therefore it will not be returned for to the manufacturer for investigation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation . A review of the complaint history and specification was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: excessive force should not be used to retrieve the filter. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. The hub separated from the outer sheath itself. It may have been due to exertion, as the physician may not have unscrewed inner and outer sheath when trying to separate them. No product was returned and without the actual complaint device it would be inappropriate to speculate what may or may not have caused the hub to separate from the sheath. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It was reported, "it was asked of the customer any unintended section of the device remain inside the patient¿s body or ID there were any if there were any adverse effects on the patient due to this occurrence. At this time no further information has been provided." Upon secondary review it was determined that we should have stated the following as the information was returned from the customer: a section of the device did not remain inside of the patient's body and that there were no reported adverse events to the patient related to this occurrence. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.